Manufacturer narrative:
It was reported that hip revision surgery is planned for (B)(6) 2021. Original surgery date was (B)(6) 2021. The reason for the revision surgery was that the patient was not following post-op protocol provided by the surgeon and it is suspected as the reason for the dislocations. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that hip revision surgery is planned for (B)(6) 2021. Original surgery date was (B)(6) 2021. The reason for the revision surgery was that the patient was not following post-op protocol provided by the surgeon and it is suspected as the reason for the dislocations.